Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that during an echo, a partial obstruction of the inflow conduit was noted. A decision was made to exchange the lvad pump for another lvad. The hospital evaluation of the exchanged lvad showed no significant pump thrombus, however, floppy muscle overlaying cannulae was noted.

Manufacturer narrative:
The device was returned to the MFR for eval and the reported event was confirmed. The MFR's examination of the device found two kinks in the polyester graft on the distal side of the titanium ring. The kinks appeared large enough that they would have had some affect on blood flow to the pump. The examination could not determine how the kinks formed or estimate how long they were present. In addition, the hospital's eval of the exchanged lvad showed no significant pump thrombus, however, floppy muscle overlaying cannulae was noted. No further info is available. The MFR is closing its file on this event.